Manufacturer narrative:
Canon inc. Released a new firmware version in which the defect in question has been corrected.

Event description:
Canon u.s.a., inc. Received a report that a customer had alternating bands of image data.